Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the device had never worked. The patient had pain and the pain got worse. It never worked for the patient and she couldn&#38176;feel it on her left side or her back. The indication for use was non-malignant pain and chronic low back pain. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.